Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal / pelvic floor. It was reported that the patient received an MRI to see if she has multiple sclerosis (ms) and stated it might be related to the device/therapy. The patient also stated that the device is no longer helping with her symptoms; the patient experienced a loss or change of therapy in (B)(6) 2016 and is having a return of fecal incontinence symptoms. The patient turned the stimulation up as high as she can; if she turns it up any higher, she can feel her toe "drop". The patient confirmed she has not yet tried to change the programs and confirmed she can feel stimulation. The programs were not changed at the time of the report because the patient programmer had low batteries and the patient need to go buy more.

Manufacturer narrative:
(B)(4).

Event description:
A patient reported the results of their MRI were no multiple sclerosis (ms) and it is not related to the device or therapy. The patient later noted that urine and bowel incontinence machine isn't working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.